Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the pump was sitting on a counter at the time of the event and was not exposed to extreme temperatures. There was no reported impact to the customer's blood glucose level.